Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose level was 120 mg/dl. The customer reported that were changing reservoir when he got the error. The customer received insulin flow blocked alarm during fill tubing. The customer reported that the insulin pump loops on the rewind screen and unable to continue troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with drive count or time values or changes incorrect for moving or coasting. Too slow or too fast during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. Unable to verify no delivery/occlusion anomaly due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm.